Event description:
Reporter indicated peripherally inserted central catheter (PICC) line leaking at hub. Line needed to be removed. There was no patient injury.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Corrected information provided in h.6.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection found a crack in the luer/hub that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. There were four similar complaints found related to this lot number.